Event description:
Iapex release retainer came off when silicone tube was removed for prepping. Device was replaced with another relay plus (m3) - lot # 180817073, catalog # 28-m330155262290u" patient outcome: "an alternate case plan was devised since we could no longer implant the original device (30-26 x 20o) because the apex release retainer came off when the plastic tubing was removed by the scrub tech to prep. It was decided to implant the 30-26 x 150 instead. Unfortunately, this left less than the IFU recommended 5cm overlap when the second device was implanted. The physician decided that a third bridge device was not needed and was happy with the outcome. The patient is doing well."

Event description:
"Apex release retainer came off when silicone tube was removed for prepping. Device was replaced with another relay plus (m3) lot # 180817073, catalog # 28-m330155262290u. Patient outcome: "an alternate case plan was devised since we could no longer implant the original device (30-26 x 20o) because the apex release retainer came off when the plastic tubing was removed by the scrub tech to prep. It was decided to implant the 30-26 x 150 instead. Unfortunately, this left less than the IFU recommended 5cm overlap when the second device was implanted. The physician decided that a third bridge device was not needed and was happy with the outcome. The patient is doing well."

Manufacturer narrative:
Attachment: [MDR 2247858-2018-00167 follow-up evaluation.pdf].